Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a balloon in the pump segment during patient use after an IV push was administered. There was no report of patient harm.

Manufacturer narrative:
The customer report of a balloon in the silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a slight bulge/balloon just below the upper fitment. Functional testing resulted in no issues. The root cause was identified as an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port. This action has been found to result in excessive pressure within the silicone segment, causing the silicone segment to bulge/balloon.